Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an issue involving tactile changes with the keypad. The 'up', 'down', and 'ok' buttons all have the issue and there is also peeling of the paint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - date of submission 08/01/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings:the keypad symbols were found to be worn, however, the keypad was fully intact; there was no peeling or damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the ok and contrast buttons were hard to press and required increased force to engage. There was evidence of contamination found under all key contacts.